Event description:
It was reported that after this cardiac resynchronization therapy defibrillator (crt-d) provided appropriate anti-tachycardia pacing (atp), the rhythm accelerated into fast ventricular tachycardia (vt). There was also a slightly delayed therapy response due to the arrhythmia starting in the vt monitor only zone. The atp and shocks had successfully converted the patient's arrhythmias, and the patient was seen in the emergency room. Technical services (ts) discussed optimization settings. This crt-d remains in service and no additional adverse patient effects were reported.